Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The procedure attempted to treat the de novo, 95% stenosed lesion located in the moderately calcified and moderately tortuous proximal left anterior descending artery. Treatment consisted of pre-dilation with a 2.5mm unspecified balloon and the advancement of a 3.0x12mm liberte bare metal stent to treat the target lesion, but the stent was unable to cross the lesion. Angiography revealed the stent moved on the balloon. The procedure was successfully completed with a different device. No patient complications occurred and the patient's condition was listed as good.